Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'the tubing leaking at in line filter' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number was specified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved an unspecified tubing set. The tubing was reportedly leaking at the in-line filter during a patient's infusion. There was no patient harm associated with the complaint/event.

Event description:
Additional information was provided by the customer on 26apr2024. Three filter leaks were reported with primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch with the same lot number. The leaks were described as more of a condensation around the filter with a few drops surrounding the filter. There was no additional information provided.this emdr reflects 3 similar occurrences of the same failure mode and same product and lot number.